Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was not able to adjust stimulation. The display was showing a ¿call your doctor¿ icon. The patient reported a power on reset (por) condition. The por was result of an overdischarge. The manufacturing representative mentioned a trickle charge. It was noted that there was a triangle on the programmer screen. The manufacturing representative was going to make an appointment for the patient to come in to clear the por. The patient had not yet been able to make an appointment to clear the por.

Event description:
It was reported that the patient¿s therapy was not working. The patient did not know when therapy stopped working. Later it was reported that the patient¿s stimulator was not working. The healthcare professional (hcp) stated that the patient was new to them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).